Event description:
It was reported that a spectrum pump had a stuck #2 key on the keyboard. Any patient involvement, or injury is unknown. The customer stated that there was no medical intervention required.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom (#2 key stuck) due to a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.